Manufacturer narrative:
The device was not returned as it was reportedly discarded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and the reported difficult to remove (anatomy) resulting in tissue damage appears to be related to user technique/procedural circumstances. The reported mitral valve injury (tissue damage) appears to be due to procedural circumstances (due to difficulty to remove). The reported patient effect of mitral valve injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed on the nt clip to report the leaflet perforation. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip, an xtw was implanted and mr was reduced to grade 3. A second mitraclip, a mitraclip nt, was inserted, but it became entangled with either the chord or the leaflet. There was difficulty untangling the clip from the chord/leaflet. During the removal of the nt clip, the leaflet became perforated above where the xtw was implanted. Mr returned to grade 4. After the nt was successfully untangled from chord/leaflet, the second clip grasped the leaflets, but did not effectively reduce mr, so the undeployed nt clip was removed. The procedure was completed with mr grade 4. No additional information was provided.